Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead had positioning difficulty, there were high thresholds, no capture and the lead induced diaphragmatic stimulation. It was further reported that the lv lead could not be successfully implanted due to the patient's anatomy. The lead was removed and replaced. No further patient complications were reported as a result of this event.